Event description:
It was reported that the surgeon inserted a competitor's lens using a msi injector and the trailing haptic was torn during insertion. There was no patient incident. The patient's current prognosis is ok.